Manufacturer narrative:
Analysis found that a complete lead was returned measuring 58.0cm. The reported event of a helix mechanism issue was confirmed. The cause of the reported event was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited difficulty in screwing and unscrewing the helix. The physician commented that the lead was defective. The lead was replaced. The patient was in stable condition.